Event description:
Reporter is calling on behalf of her sister, who has received letter from dexcom informing of a recall of the g7 device. Reporter states that her sister's device is not showing the correct reading and continuously alarms.